Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a distal radius fracture procedure, the screw penetrated through the plate. After repositioning and implanting the plate, the surgeon then inserted the locking screw in a positioning hole. The distal row holes of the plate were fixed mode and proximal row holes were variable angle mode. He locked the screws after temporarily fixation. Reportedly the surgeon could not lock the screw in the distal row ulna side by torque limiter. The va locking screw went through the most distal ulna hole. It was reported this hole was broken when the surgeon was drilling and subsequently could not remove the plate and screw. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.